Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two days post-implant, the physician observed a pacing issue due to high thresholds; the lead was replaced that same day. During another follow-up visit two days later, high thresholds were observed again, and the physician chose to replace the implantable pulse generator (ipg), and to reposition the same lead. Despite lead repositioning, the threshold remained high. The lead remains in use. No patient complications have been reported as a result of this event.